Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. No additional patient or event information was available.